Event description:
On (B)(6) 2017, the reporter for the patient contacted lifescan (lfs) alleging that his onetouch verio 2 meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when cca reviewed the original call. The reporter for the patient stated that the alleged inaccuracy began on (B)(6) 2017, 5:30pm. When he obtained alleged glucose results of 600 and 300mg/dl on the subject meter performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision. The reporter denies the patient takes any medication to manage his diabetes and reported that he continued with his usual diabetes management routine in response to the alleged product issue. The reporter stated that immediately after the alleged product issue began he developed the symptom of ¿clumsy.¿ the reporter stated that on (B)(6) 2017, 7:20pm he attended urgent care clinic and obtained a blood glucose result of 359mg/dl on the hospital device. The reporter denied that any treatment was provided ¿blood glucose test only.¿ at the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure and the sample was taken from an approved sample site. The test strips were not expired and had been stored correctly. The test strip vial was neither cracked nor broken. The patient did not have control solution to perform a test. The patient¿s products were replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision.